Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming the pacemaker with this right atrial (ra) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range pacing impedance measurements and noisy signals on the ra channel and programmed the pacemaker. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming the pacemaker with this right atrial (ra) lead into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system due to high out of range pacing impedance measurements and noisy signals on the ra channel and programmed the pacemaker. After the MRI was performed, this pacemaker system was removed from the MRI protection mode, it was confirmed that all measurements were within normal limits and was functioning as intended. No adverse patient effects were reported. This ra lead remains in service.